Manufacturer narrative:
Patient identifier, age or date of birth, and weight are not available for reporting. Device was neither implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Hospital contact telephone: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Part number 214.036, lot 9813264-4.5mm cortex screw 36mm. Manufacturing site: (B)(4) -manufacturing date: 22. Jan. 2016. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The review has shown that the blank 214.036.999 with lot 9902393 was used for this screw, therefore an additional DHR task will be opened for this blank. Part #: 214.036.999, lot#: 9902393 (non-sterile) - 4.6mm screw blank 36mm 04.5 cortex screw w/3.5 hex. Quantity: (B)(4). Manufacturing location: (B)(4)- manufacturing date: moved to blank storage on 28-sep-2015 components part 13008 lot 7394944 meet specification. Raw material was provided by (B)(4)(supplier lot: 0w78013). No ncrs were generated during production. Review of the device history record(s) showed that there were no other issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it is reported patient was implanted with an unknown proximal femoral blade utilizing an articulating tension device on (B)(6) 2017. After the plate was implanted and the articulating tension device removed, a screw hole remained in the femur. Surgeon place a new screw in this hole but the screw broke about mid-shaft. The distal fragment of the screw remains embedded in patient bone, remaining portion was retrieved. Surgery was completed successfully with a delay of approximately 5 minutes. Surgery to remove the embedded fragment is currently not planned. Concomitant devices reported: blade plate (part number unknown, lot number unknown, quantity 1), articulating tension device (part number unknown, lot number unknown, quantity 1). This report is for one (1) cortex screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The complaint is confirmed due to the received pictures, but because of the low quality no further evaluation of the pictures is possible. The manufacturing documents were reviewed and no complaint related issues were found. Only based on the complaint description and without material is no further investigation possible. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information or material is made available, the investigation will be updated as applicable. Based on the provided information and without material no root cause can be defined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.